Event description:
It was reported that, during laparoscopic procedure, an unknown error occurred in the middle of the procedure, when confirmed the device, a broken blade was found. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 8/7/2025 d4 batch #: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was obtained: the blade breakage occurred outside of the patient's body. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.